Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the insulin pump had compromised force sensor system alert and insulin squirt out during manual prime. The blood glucose was unknown at the time of the incident. The drive support cap appears to be flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The device was received with cracked and detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime alarm due to cracked and detached end cap.